Event description:
A customer reported that a test result was associated with the wrong patient. Mismatched results might lead to inappropriate physician action; therefore the likelihood of an adverse patient outcome is not remote. There was no report of patient harm as a result of this event.